Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this 29mm mitral bioprosthetic heart valve was explanted due to stenosis. Upon visualization, the one (1) leaflet was fixed and another leaflet was thickened. There were no operative complications and the patient was later discharged.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 29mm bioprosthetic mitral heart valve was explanted after four (4) years, nine (9) months due to unknown reasons. A 27mm pericardial bioprosthesis was used in replacement and no additional details were provided.